Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive, with the exception of the contrast button which was found to be unresponsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned for a worn keypad. Investigation revealed that all keypad buttons are intermittently unresponsive, and there was evidence of contamination found under all button contacts. This report is made based on results of investigation completed on 03/07/2012.